Event description:
It was reported, the generator showed error e006 when cutting the electrolyte solution or setting the coreg. The issue occurred during an unspecified procedure. There were no reports of patient harm. The error was resolved by reconnecting the electrodes and the procedure was then able to be successfully completed.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined olympus will continue to monitor field performance for this device.